Manufacturer narrative:
Unique identifier (UDI) number added. Correction to contact information. Correction to evaluation codes method, result and conclusion. Device evaluation summary: the on/off solenoid valve was returned to medtronic for failure investigation. The component was visually inspected and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during use the ht70 plus ventilator polypnea alarm was generated. Although the ventilation did not stop, the patient was removed from the ventilator and transferred to another ventilator. There was no patient harm/injury reported as a result of this event. A test lung was connected and the condition didn't change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference number: (B)(4). Received additional information that the service engineer replaced the related valves and performed extended self-testing on the device and all tests passed, the ventilator has been returned to use.